Event description:
The peritoneal dialysis (pd) nurse reported that the patient passed away on (B)(6) 2012. The nurse stated that the patient was found unresponsive and the cycler was beeping with an unknown alarm on (B)(6) 2012. The patient was transported to the hospital. The nurse stated that the patient was fine prior to dialysis treatment that day. The patient then passed away on (B)(6) 2012 while at the hospital.

Manufacturer narrative:
A clinical investigation was performed. During a follow-up call, the pd nurse stated that the cause of death was sepsis, brain anoxia, and hypotension, per the fmc associate medical director, the likely etiology of the patient's hospitalization is hypoglycemia which is typically related to insulin dosing and nutritional intake. The facility has not provided the patient's outpatient or inpatient medical records and therefore the available information is limited. Based on the information available, there is no evidence to suggest that the patient's death was related to the cycler. The actual device was not returned for evaluation. An investigation of the device manufacturing records was conducted. A batch records review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications.